Manufacturer narrative:
The returned device was evaluated and the investigation found a tear in the soft cannula, however, it was unclear when the tear occurred. The device data download showed the device ran with no alarms and was deactivated by the user. No other defects or deficiencies were found during the investigation. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide model: ust400 14421-aw rev h 01/16 checking your blood glucose 7 / page 96: warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
A patient¿s blood glucose reached 453 mg/dl while wearing the pod between 36 and 48 hours. Patient reported device's adhesive was secure and both cannula and infusion site (leg) were "normal" with no smell or feel of insulin detected. As treatment, manual injections were delivered and a new pod was applied.